Event description:
Following a laparoscopic anti-reflux procedure utilizing the linx device, a pt experienced dysphagia symptoms leading to linx device explant. Anti-reflux procedure and linx device implantation occurred on (B)(6) /2013 at (B)(6). Pt experienced dysphagia and weight loss. Gastroesophageal balloon dilation attempted twice before explant but did not alleviate symptoms. Uneventful device explant on (B)(6) 2014. Device found in the correct position and geometry.